Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5. Evaluation: zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including functional stress-test and internal inspection without duplicating the report. The device was recertified and returned to the customer. The ECG cables/accessories used were not returned for evaluation. No trend is associated with reports of this type. This report was inadvertently submitted and reports of this nature are typically not submitted as there would be no potential for clinical impact.

Event description:
Complainant alleged that during biomed testing, the device was unable to obtain an ECG signal via 12 leads. Complainant indicated that there was no patient involvement in the reported malfunction. Please reference medwatch report number 1220908-2021-01511 for a similar report from the same customer.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device was unable to obtain an ECG signal. Complainant indicated that there was no patient involvement in the reported malfunction. Please reference medwatch report number 1220908-2021-01511 for a similar report from the same customer.